Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after connecting and starting their pd treatment. The patient reported not receiving an alarm. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that fluid was found inside the cassette door shortly after starting treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to perform treatment using manuals in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after connecting and starting their pd treatment. The patient reported not receiving an alarm. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that fluid was found inside the cassette door shortly after starting treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to perform treatment using manuals in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A poat accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.